Event description:
Hill-rom received a report from the account stating the bed was alarming. The bed was located in the warehouse at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found a burnt connection from the blower to the electrical box. The hill-rom technician replaced the electrical box to resolve the issue. Based on this information, no further action is required.